Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided photo identified the impactor pad was fractured. However, as the product was not returned further analysis could not be performed. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere inserter/impactor¿s black plastic tip broke while impacting the glenosphere. The breakage occurred intra-operatively during impaction of the glenosphere, resulting in an instrument malfunction. Attempts have been made and no further information has been provided.